Event description:
The manufacturer received information alleging a ventilator had a "board issue". The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Service required codes were found in the ventilator's downloaded error log and the device failed a test step during testing. The device's power management board and oxygen blending module board and interface board were replaced to address the issues.